Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Caller stated that this trach came apart while in a patient. It appears that the snap head separated from the tube, and the whole snap head and inner cannula could slide out while still connected to each other. Patient was re-cannulated.